Event description:
The customer reported that the cable hanger on ear parallel rail to ceiling suspension - parted from swivel joint - has come down.

Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a f/u report to the FDA.